Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system door not fully latched error which was reproduced by loading a set and shutting the door. The reported "door not fully latched" was verified by "door jammed" messages found through a review of the event history log. The reported symptom was found to be caused by an out of specification link screw gap. The link screw gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "door not fully latched". There was no known patient injury or medical intervention associated with this event. No additional information is available.